Event description:
The facility reports the patient was being transferred from the bed to the chair. The cna lifted the patient's legs during transfer, at which time the clip on the sling became detached from the lift. The patient's leg fell out of the sling, pulling the patient to the ground. The patient hit their head on the leg of the lift. Suffering a head laceration requiring 9 staples.